Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had an issue with the compressor. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and re-secured the wires on the compressor printed circuit board (pcb). In addition, the se replaced the compressor connector hose. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A compressor connector hose assembly was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and a cut on the outer surface of the hose pipe about 8cm away from the accumulator connector. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the damaged compressor hose. The probable cause of the compressor hose being cut by the sharp aluminum edge of the shield above the circuit board. If information is provided in the future, a supplemental report will be issued.